Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were shooting into the belly unformed, dropping from the jaw and that the clips were scissoring. Another like device was used to complete the procedure. There were no adverse consequences for the patient.